Event description:
The pt underwent a diagnostic procedure. The physician attempted arteriotomy closure with the closer tsl 6fr. Device in 2000. In 2000 the pt presented with swelling and pain in the groin and complained of numbness in the toes. An angiogram performed in 2000 indicated a pseudoaneurysm and clot formation at the bifurcation of the common femoral artery. The pt was taken to surgery where the suture was removed. The surgeon reported that the suture was in the common femoral artery and was encapsulated at the site of the pseudoaneurysm. Some pus and clotted material were noted at the site. The surgeon cleaned the area and repaired the artery with a few stitches. No patch or graft were needed.